Manufacturer narrative:
(B)(4). Unique identifier (UDI) # :(B)(4). Report source, foreign - event occurred in (B)(6). Corrective action has been initiated for the reported issue. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. However, a corrective action has been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner packaging with the cement powder is not closed.

Event description:
It has been reported that the inner packaging with the cement powder is not closed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the reported event was likely due to product design. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner packaging with the cement powder is not closed.